Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused 22ga nexiva unit without packaging and three photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination it was observed that the unit displayed more silicon lube than normal on the shaft of the catheter tubing with attached debris confirming the reported defect. Although no quality issues were identified during the manufacturing process and the excess silicon does not affect the fit, form, or function of the device, the excess silicon is likely related to the rate at which the silicon is sprayed onto the catheter tubing during manufacturing step.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in had silicone visible on the needle. The following information was provided by the initial reporter: "it was reported that catheter appeared to have extra lube. Event description states / via phone call states: during an animal study at usu (B)(6) 2020. The vet noted one sample below with something wrong. Took pictures under a microscope appears to be extra lube. Part not used. No other parts in the box noted to be abnormal. Others used without incident."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). The customer's address is unknown. (B)(6) USA has been used as a default.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in had silicone visible on the needle. The following information was provided by the initial reporter: "it was reported that catheter appeared to have extra lube. Event description states / via phone call states: during an animal study at (B)(6) 2020. The vet noted one sample below with something wrong. Took pictures under a microscope appears to be extra lube. Part not used. No other parts in the box noted to be abnormal. Others used without incident."